Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the made an appointment to get a referral to pain management to get the consultation leading to refill. The patient stated ¿halfway¿ when asked if the empty pump and symptoms had resolved. The patient weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and lumbar radiculopathy. The pump contained lidocaine and an unknown brand of morphine both at unknown concentrations and doses. It was reported the patient moved and did not go back to get her pump refilled by her managing health care provider (hcp) due to a domestic violence situation. The hcp stated she had not been able to find another hcp, and her pump went empty (B)(6) 2017. The patient stated she was ¿sick, sick, sick¿ when her pump went empty. The patient stated her pain also returned due to the pump going empty. The change in therapy/symptoms was considered sudden. The current drug in the pump was the drug reported to be related to the event. No further patient complications were reported.